Manufacturer narrative:
It was reported that there were corroded pins which were leading to abnormal pressure measurements. P art was displayed even the cable was not connected to the oxygenator. No error message was displayed. The failure occurred during maintenance. A getinge service technician (fst) was sent for investigation and repair on 2023-02-03. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03-31. Deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. In may 2021 a service bulletin (issue 95 / 21-05-04) was published to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The device was manufactured on 2011-01-01. The review of the non-conformities has been performed on 2023-02-06 for the period of 2011-01-01 to 2023-02-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "corroded pins leading to abnormal pressure measurements¿ could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The following was reported: ¿corroded pins leading to abnormal pressure measurements. P art displayed numbers even not connecting to oxygenator no error message displayed¿.the failure occurred during maintenance. No harm to any person has been reported. Complaint ID: (B)(4).